Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation.  An exterior visual inspection was performed and the usb was found to be disconnected from the pcba. Pictures were taken of the damaged usb connector. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.